Event description:
It was reported that this right ventricular (rv) lead has a 180-degree kink and had dislodged. The rv lead was explanted and a new lead with the same model was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has a 180-degree kink and had dislodged. The rv lead was explanted and a new lead with the same model was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Based on the analysis of the field report, the evidence indicates that the issue is covered by the instructions for use (IFU) and is therefore deemed a known inherent risk of the device.